Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that the physician felt that the rf power of the generator is low. Upon receipt of the product at the repair center and after an initial investigation, it was found that the rf power output was high with 100 ohm load and current was also high but the voltage was low during calibration. It was observed that the unbalanced current and voltage made the generator's rf output unstable (instantaneously low or high).

Manufacturer narrative:
Changed ot ping to ot ultralink.